Manufacturer narrative:
Preliminary analysis of the returned device revealed, a failure at the level of the interconnection module.

Event description:
The physician reported that during an implantation attempt of the subject pacemaker, high impedance (>3000ohms) and inappropriate pacing in both channels (no pacing in the ventricle and intermittent in the atria). Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during an implantation attempt of the subject pacemaker, high impedance (>3000ohms) and inappropriate pacing in both channels (no pacing in the ventricle and intermittent in the atria). Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during an implantation attempt of the subject pacemaker, high impedance (>3000ohms) and inappropriate pacing in both channels (no pacing in the ventricle and intermittent in the atria). Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).